Event description:
It was reported that the patient received several shocks and shortly thereafter, the device began to vibrate. The patient presented to the clinic with an alert that the device was in backup vvi. The device could not be interrogated as a result. The ICD was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received failure observed during the associated ICD analysis. It is suspected there was an arc, possibly between the rv lead electrode and the device can due to lead insulation damage. The lead remains implanted.